Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed physical damage to the front panel display assembly bezel (cracked). Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. The post-accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and passed. The cycler was powered off and powered on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The treatment was resumed and completed without failure. The cycler underwent and passed a system air leak test, a valve actuation test, patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the top cover under the heater tray, on the baseplate throughout the cycler, beneath the mushroom heads of pump a and b, and within the recess of the bottom cover adjacent to the pump. Fluid was also observed in the hp2 filter during the inspection. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after removing the cassette from the cycler door during their pd treatment. The patient reported receiving an air detected in cassette alarm and a patient line is blocked soft alarm during drain 4 of 4 of treatment. The patient reported that they are draining into the sink, but the line is higher than the cycler and not submerged in water. The patient placed the drain line into the toilet. The patient reported that the drain line did have air bubbles. The cycler was rebooted and the power fail recovery failed message occurred while cycler was powering up. The resume treatment button was grayed out. The technical support representative instructed the patient to disconnect from the cycler by pressing cancel treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient¿s treatment was completed. The pdrn stated that the patient did not know where the leak originated from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler has been rescheduled to be picked up and returned to the manufacturer for physical evaluation.